Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardiac monitor exhibited undersensing. No resolution was taken. There were no patient consequences and the patient will continue to be monitored.